Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There was no nonconformance issue(s) with this production lot. Internal file number - (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal did not load properly; it got stuck in the loader. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was discarded.